Manufacturer narrative:
Initial.

Event description:
It was reported that a user was unable to start a new freestyle libre 3 continuous glucose monitor (cgm) sensor after replacement, experiencing repeated scan errors and inability to connect with the ilet; this was assessed as an intermittent communication failure associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with a component-level issue localized to the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.